Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the controller will not charge. Patient said they just charged the controller on friday and tried to plug it in and clean it. Patient plugged the controller into the ac power supply without the battery pack and the controller did not power on. Patient put aa batteries in the controller and confirmed the controller powered on with aa batteries. Controller does power on with lithium battery to wall however no blinking green light to show actively charging. Pt states she had plugged in overnight and nothing advanced. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from the patient. Pt called back because they received the replacement controller from this case, but still couldn't recharge the controller battery. During the call pt looked and saw the green blinking light on the controller and confirmed everything was working. Pt called back again because the controller battery still wouldn't recharge after receiving the replacement controller from this case. Pt noted the controller battery wasn't holding a charge. Pt plugged the controller into the wall without the li battery pack and the screen turned on. Pt re-inserted the li battery pack and saw a green light blinking, but then the green blinking light disappeared. Pss sent an email to repair for a replacement li battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97745bp lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). UDI#: (B)(4). B3: event date is month and year valid h3: analysis found recharger system connector broken and not available. Unit scrapped. No power on main. Lcd/case broken/damaged and not available. Unit scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.